Event description:
It was reported that the patient presented in clinic for a follow-up with an infection. Upon review, it was noted that the device had began to erode through the skin and was partially visible. The patient was admitted to the hospital and the entire system was explanted. The patient was in stable condition post-procedure.